Event description:
It was reported that pepgen p-15 putty was used simultaneously with implant placement in the left maxilla with bone quality type I and excellent oral hygiene. The osteotomy was prepared via drilling and healing was subgingival for a two-stage treatment approach. The implant did not osseointegrate and had signs of mobility and infection upon explantation during healing, one week post-placement. It is not clear if the graft was integrating with the surrounding vital bone or if it also failed with the implant.

Manufacturer narrative:
Failure of bone grafts to osseointegrate is an inherent risk of the procedure, although uncommon. Other variables, beyond product not performing to specifications or being non-sterile, to consider in a differential diagnosis would be patient health and social history (which appear to be unremarkable), site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis, insufficient primary stability (secondary to bone quality and/or excessive preparation of the osteotomy and quantity of maxillary ridge below the maxillary sinus) of the implant resulting in micro or macro movement and subsequent fibrous integration, individual grafting techniques, and post-operative complication, (e.g. Infection). From the info provided, it is not possible to definitively determine if the implant, graft, technique, pt compliance, post-operative complication, etc. Was the etiology of failure. However, because a secondary surgery was required to remove and/or replace the implant and graft. The implant loss will be reported via asr, as appropriate. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.